Event description:
Getinge became aware of an issue with one of surgical lights - hled 700. It was stated the lamp was drifting and contact with the doctor. There was no medical intervention required, no injury or permanent damage to the body structure reported, no delays in surgery. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Further information provided by getinge employee indicated that the lamp did not touch the doctor. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hled 700. It was stated the lamp was drifting and contact with the doctor. There was no medical intervention required, no injury or permanent damage to the body structure reported, no delays in surgery. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hled 700. It was stated the lamp was drifting and contact with the doctor. There was no medical intervention required, no injury or permanent damage to the body structure reported, no delays in surgery. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Further information provided by getinge employee indicated that the lamp did not touch the doctor. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem/positioning failure/1158. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to component failure//4307. Previous h6 medical device ¿ component codes: mechanical/holder//838. Corrected h6 medical device ¿ component codes: electrical and magnetic/cable, electrical//423. Getinge received customer product complaints concerning problems with electrical components issues on maquet sas powerled and hled devices and their mobile rolite versions. The investigation was performed. The investigated scenarios did not cause risk to human life. When the issue occurs, the device is not up to the manufacturer¿s specification, after replacement of defective component or adjustment, the device could return to normal use. Conducted analysis revealed that there is no one predominating root cause. However, a couple of contributory factors have been defined ¿ e.g. Age of the device, preventive maintenance routine, manufacturer or supplier issue, design, etc. Please note that sometimes due to the insufficient information provided by originator and despite our best effort in gathering the information, the exact root cause of the failure cannot be established. Sometimes the problem might not be duplicated when a service representative arrived to the facility, or the customer might call off the visit ¿ in this kind of situation we might be not able to confirm the root cause or it would be impossible to define. After reviewing the information provided for the complaints investigated herein, we have been able to establish that the trend is increasing in the scope of surgical lights taken into consideration. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of the issue is considered as moderate for the product series investigated herein. There was one corrective and preventive actions (capas) connected. It is not likely that it could lead to serious injury or death when the issue reoccurs. That is why it is not considered to be a safety-related and reportable issue.

Event description:
Getinge became aware of an issue with one of surgical lights - hled 700. It was stated the lamp was drifting and contact with the doctor. There was no medical intervention required, no injury or permanent damage to the body structure reported, no delays in surgery. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.